Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient has had elevated blood glucose (bg) levels in the 400 mg/dl range after changing the infusion set. The reporter stated the patient did not have ketones, nausea or vomiting. The patient reportedly boluses with insulin and the bg comes down to normal after a while. The reporter denied any issues with the infusion set/site. The reporter is alleging there is an issue with the insulin pump; however was not able to provide any further information. The pump was not available for review at the time of the call to animas. The reporter advised she would call back to animas to review the pump with the animas representative when the pump was available. Several attempts were made by animas customer support to contact the reporter to review the pump without success. This complaint is being reported because the alleged adverse event was being attributed to a pump malfunction which was unable to be resolved at the time of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: review of the black box data revealed records begin (B)(6) 2015. Due to continued use of the pump by the patient, data from the date of the complaint has been overwritten. The available daily insulin delivery totals correctly reflect the user¿s programmed basal rates. On investigation, the pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint; the pump information for the complaint date has been overwritten. Unrelated to the original complaint, the display screen had a pinkish contrast and the battery compartment was cracked on the side at the threads as well as above and below the bumper pad. The returned battery cap has stripped threads; test cap used for testing. (B)(4).